Manufacturer narrative:
Additional information: h.6, d.6b. Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to obtain additional information were unsuccessful. The recipient is using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced stroke-like symptoms. The recipient presented with lightheadedness and dizziness. The recipient was hospitalized. It is unknown if the issues are device related. The recipient underwent an MRI that was inconclusive. The recipient has resumed device use.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reported episodes of loud sound. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.